Manufacturer narrative:
This supplemental report is being submitted to provide the correction and the results of the legal manufacturer's final investigation. H6 (component code changed from g05001 to g02004). The device was returned to olympus for the evaluation and reported problem was confirmed. Based on the results of the investigation, a definitive root cause was not identified but it is likely that the cut on fiberoptic part of the camera was due to a cut on the cable which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited cut at the fiberoptic part of camera. The issue occurred during reprocessing for diagnostic procedure. There was no patient involvement.

Event description:
It was reported that the camera head exhibited cut at the fiberoptic part of camera. The issue occurred during reprocessing for diagnostic procedure. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.